Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was 158 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found the customer did not have a bent cannula with the infusion set. Customer stated the alarm has occurred with their previous infusion sets. The customer declined to return the insulin pump for analysis.